Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that high thresholds were noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.